Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent high and low blood glucose while using the ilet despite proper meal entries and adherence, felt the correction dosing was not aggressive enough, and elected to discontinue use and return to injections. Symptoms included hyperglycemia and hypoglycemia with associated irritability. Outcomes included a reportable illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.